Event description:
It was reported the bearing was missing from the shim. Issue was found prior to the start of the procedure.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, e1, g1, g3, g6, h1, h2, h6. The cmp was not confirmed visual examination of the provided pictures showed the instrument; no confirmation of part number or lot number was able to be completed. Visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history review is not required as this failure mode for the reported product was previously investigated as part of CAPA that resulted in a change to the design. Medical records were not provided. This device is confirmed to have been a part of the CAPA investigation. Field action were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.